Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances on both leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient was not able to put the system into MRI mode and system was autoreducing due to high impedances on both leads. As a result, patient underwent surgical intervention on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.